Manufacturer narrative:
The reported events were lead dislodgement, extra cardiac stimulation, loss of sensing, and loss of capture. As received, a complete lead was returned in one piece. Visual inspection the helix was partially extended and clogged with blood. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within product specification. The reported events of loss of sensing and loss of capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that a patient presented with dislodgement, loss of pacing, loss of sensing, and extra cardiac stimulation on the right ventricular lead. This dislodgement was confirmed via chest x-ray imaging. The lead was explanted and replaced on (B)(6) 2024. The patient was stable throughout.